Manufacturer narrative:
The following field was updated due to additional/corrected information: b5. Describe event or problem: it was reported prior to using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, the shield was found to be cocked(crooked) in two (2) tubes. No adverse impact was reported regarding the patient or user. Investigation summary: bd received two samples and four photos for investigation. Evaluation of the 2 samples and 4 photos showed the presence of improper assembly, causing the hemogard closure assembly to not be placed in the tube correctly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® buffered sodium citrate 0.3ml, 0.109m, the shield was found to be cocked(crooked) in two (2) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, the stopper crept out in two (2) tubes. No adverse impact was reported regarding the patient or user.